Event description:
It was reported that a symptomatic patient presented in clinic after experiencing dizziness. Oversensing due to cross-talk between the ra and rv leads was observed. The pace/sense portion of the rv lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.